Event description:
A call center ticket was logged with the following text "charge / shock failure + therapy pca autotest". No patient involvement was reported.

Manufacturer narrative:
Customer chose not to evaluate.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.